Event description:
Treatment of a cerebral aneurysm. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the hyperform balloon catheter could not be inflated and was removed from the patient. Upon removal, the physician discovered that the balloon had ruptured. Another balloon was use to complete the procedure without any other issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)